Event description:
An endovascular stent was hand crimped onto a balloon catheter and successfully advanced to the target lesion site located in the pt's renal artery. Upon attempted balloon catheter inflation. It was reported that the stent slipped off of the balloon and embolized into the kidney. Attempts to retrieve the stent using a micro snare were unsuccessful. Subsequently, the pt was sent to surgery to remove the stent. There were no add'l complications reported relative to this event.